Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Information provided by counsel indicated the ivc filter was implanted on or about 29oct2015. Bariatric surgery was performed on or about (B)(6) 2015. The initial plan was to retrieve the ivc filter approximately 3 weeks post-bariatric surgery; however, interval left lower extremity and ivc thrombus two (2) weeks postoperatively made this unadvisable (i.e., to prevent this thrombus from embolizing to the lungs). On or about (B)(6) 2015 physician recommended hematology consult due to recurrent multiple dvt/pe in young male despite prophylaxis; possible thrombolysis. On or about (B)(6) 2015 physician attempted lle access of deep venous system for thrombolysis of extensive dvt. Found partial thrombosis of the ivc and right common iliac vein, thrombosis and dilatation of the left common iliac vein consistent with a may-thurner lesion; ultrasound interrogation showed the popliteal vein to be thoroughly thrombosed; at this point, the procedure was aborted. The patient underwent thrombolysis and stenting of the left iliac system for venous outflow obstruction on or about (B)(6) 2015. On or about (B)(6) 2016 was not retrievable. Caudal retrieval hook engagement with the superior aspect of an iliac wallstent is a contributing factor to the inability to retrieve the ivc filter using endovascular techniques on (B)(6) 2016. No tests/laboratory data was available. The serial number, lot number, and expiration date are unknown as the device was not identified and not returned to the manufacturer. The UDI number is not applicable to this device as it was manufactured prior to 09-24-2015. The explant date is unknown. As of (B)(6) 2016, the device had not been explanted. No physical product investigation was possible as the device was not returned for evaluation. The date of manufacutre is unknown as the device was not identified and not returned to the manufacturer. The instructions for use (IFU) notes the adverse effects as follows: a full explanation of the risks and benefits should be discussed with each prospective patient prior to implantation. Adverse effects range from mild to serious. Serious adverse effects, sometimes leading to surgical intervention or death, have been associated with the use of ivc filters. In addition, complications due to individual patient reaction to an implanted device, or to physical or chemical changes in the components, may necessitate reoperation and replacement of the filter. Possible adverse effects associated with ivc filters include, but are not limited to, the following: arrhythmia, arteriovenous fistula, back or abdominal pain, contrast media extravasation at time of vena cavogram, death, deep vein thrombosis, delivery system detachment or embolization, emboli (air, thrombotic or tissue), filter expansion failure, filter or device entanglement, fever, filter fracture, filter thrombosis or occlusion, filter malpositioned, mis-oriented or compressed, filter migration, filter embolization, guide wire entrapment , hematoma or nerve injury at the puncture site or subsequent retrieval site, hemorrhage with or without transfusion, hemothorax, inability to retrieve filter, infection, intimal tear, occlusion of small vessels, organ injury, pain or discomfort, perforation or other acute or chronic damage of the ivc wall, phlegmasia cerulean dolens, phneumothorax, post phlebitis syndrome, pulmonary embolism (recurrent or new), renal injury or failure, restriction of blood flow, stenosis at implant site, stroke, thrombosis, venous ulceration, vessel dissection, perforation, ulceration or rupture, vessel spasm. The IFU further warns the decision to use an ivc filter must ultimately be made by the physician on an individual patient basis after carefully evaluating the intended use and indications and the short and long term risks and benefits to the patient as compared to alternative methods of treatment. It also warns use of excessive force to retrieve the filter can result in damage to the retrieval devices and/or damage to the vena cava. The IFU precautions for optional filter retrieval: an inferior vena cavagram evaluation for thrombus should be performed prior to attempted retrieval. Do not attempt retrieval if thrombus is present in the filter and/or caudal to the filter. Do not redeploy a retrieved filter. It should be handled and disposed of in accordance with accepted medical practice and applicable local state and federal laws and regulations. Anatomical variances may complicate the removal procedure. The manufacturing documentation for the shipped devices was reviewed and the devices met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.

Event description:
The event was reported by way of allegations in a legal complaint. The patient underwent placement of an inferior vena cava (ivc) filter prophylactically as a part of a bariatric surgical procedure. It is alleged the device malfunctioned and the patient was diagnosed with caval thrombosis on or about (B)(6) 2015. It is alleged the patient required two failed surgeries to attempt to remove the device. Physician noted on (B)(6) 2016, patient had a good technical result; there were no complications; there was evidence of chronic thrombus within the ivc filter. Vessels: inferior vena cava non-occlusive thrombus below the level of the above-described ivc filter; left lower extremity acute deep vein thrombosis (dvt) secondary to post-operative state, pre-existing thrombophilia, and may-thurner compression; left lower extremity dvt treated with catheter-directed (ekos and angiojet) thrombolysis. This event is being reported due to the patient adverse events of thrombus post-bariatic procedure and the alleged unsuccessful attempt to remove the ivc filter.